Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. Examination showed no impact damage or corrosion. The device was given functional testing: this showed the device met with specifications for oxygen input lock-off leak. Testing showed the device leaked during air input lock-off leak test. The air input connector was replaced to address this issue.

Event description:
Information was received indicating that the pneupac ventilator failed one of the leak tests. There were no adverse events reported.